Manufacturer narrative:
The company rep replaced the power supply (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down. The pt was switched to another iabp and therapy was continued. The pt injury was reported.